Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery because the reservoir ran out of insulin. Customer's blood glucose level was 518 mg/dl. The customer's mother declined troubleshooting. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.